Manufacturer narrative:
The account indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the toric-multifocal (1.50cyl), 19.5 diopter (add power +2.2/+3.2) lens was replaced with a non-toric-monofocal, non-company, 20.0 diopter lens. The product has not been received to evaluate. Due to the exchange of a toric-multifocal lens to a non-toric-monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9.,h.3., h.6. And h.11. The iol was retuned in a non-company lens case. Solution was dried on the lens. Both haptics were bent in the gusset and distal area. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the toric-multifocal company(1.50cyl), 19.5 diopter (add power +2.2/+3.2) lens was replaced with a non-toric-monofocal, non-company, 20.0 diopter lens. The product has not been received to evaluate. Due to the exchange of a toric-multifocal lens to a non-toric-monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient had poor adaption to lens. The lens was explanted during secondary procedure. Clinical reason for explant was astigmatism myopia, strabismic amblyopia. Additional information provided says vision remains fuzzy. When patient was reading she saw shadow effect around all letters. Replaced with another company lens.